Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported an unspecified issue. Additional information has been requested and received stating that the lens was in the cartridge but was stuck and would not move.